Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock has up and down movement when unit is not under pressure and unlocked, this would not have caused a slippage. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. Most probable root causes are: incorrectly assembled device. Improper technique used during procedure. Device used with incorrect/unauthorized devices accessories for procedure. Improper maintenance. Device identifier (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a3059 mayfield composite series skull clamp slipped while the surgeon was operating on (B)(6) 2019. Additional information received on (B)(6) 2019 indicated that the slip occurred during initial positioning of the patient for a posterior cervical fusion procedure. The surgeon was adjusting the patient to provide more flexion of the neck. He attached the mayfield to the bed in the position required for his exposure and the patient's head slipped, creating an approximately 1.5 inch deep laceration. The patient was returned to the operating room (or) cart. His head was shaved on the area of the laceration, betadine was applied, cautery had to be used and finally the laceration was stapled. This was all prior to the procedure start, so the patient had to be re-pinned and re-flipped with a different mayfield headpiece. The procedure continued with no additional events.